Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is per customer report of "about 3 weeks ago". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" message with the adc freestyle libre sensor on the 9th day of wear. The customer reported subsequently experiencing a drop in blood sugar over night, and was given unspecified treatment by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported a "replace sensor" message with the adc freestyle libre sensor on the 9th day of wear. The customer reported subsequently experiencing a drop in blood sugar over night, and was given unspecified treatment by her husband. There was no report of death or permanent injury associated with this event.